Event description:
Right ventricular (rv) lead was capped and replaced on (B)(6) 2021. The patient was recovering.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented remotely with alerts for right ventricular (rv) oversensing. The oversensing was determined to be oversensing of noise caused by a lead problem. The oversensing caused delay of cardiac pacing. Programming changes were made to address the issue. A lead revision was planned. Patient status was not reported.